Event description:
The customer contacted baxter's service center regarding an incomplete prime which occurred on the home choice (hc) during use. The home patient (hp) stated that they did not check the patient line before connecting and then saw that there was air in the line. The hp disconnected and tried to reprime the line, but that did not work. The technical service representative (tsr) asked the hp if they put a flexi cap on the patient line when they disconnected and they said that they did but that it fell off. The tsr advised the hp to start over with new supplies as the current supplies may be compromised. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the hp on (B)(6) 2012. He stated that there was nothing unusual about the cap or the patient line that would have caused the cap to fall off. There were no samples available and he did not recall the lot number. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.